Event description:
The reported product fault did not occur while in use with a pateint.

Event description:
Information was received indicating that this ambulatory infusion pump failed flow testing. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in "good" physical condition. There was no evidence of the reported problem in the event history log. Delivery accuracy tests performed during investigation found the pump to be within the control limit specification and the published manufactured specifications. The complaint could not be confirmed..